Manufacturer narrative:
The trufreeze business manager contacted the doctor who performed the procedure to obtain additional information pertaining to the reported event and patient status several times. To date, we have not received a response. No information regarding the results of the x-ray could be obtained despite several attempts made by reaching out to the user facility. The catheter was not returned for evaluation. Without the return of the catheter the complaint cannot be confirmed, and the cause of the reported issue cannot be determined. The instructions for use state (p. 3), "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, co-morbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray." We have no knowledge of the patient's medical history or comorbidities. Steris cannot confirm that the rapid av spray catheter or trufreeze cryospray therapy caused or contributed to the pain experience in the reported event. Out of an abundance of caution, we are reporting this event. A follow-up will be submitted should additional information become available.

Event description:
The user facility reported that a patient was experiencing pain one week after undergoing a procedure which included use of trufreeze cryospray therapy. The procedure was completed successfully. The patient sought and received additional medical intervention (x-ray).